Event description:
It was reported that the customer received an altitude alarm. The customer removed and re-inserted the cartridge; however, the customer was temporarily unable to clear the alarm. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.